Manufacturer narrative:
Other relevant device(s) are: product ID: 9735772, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the external cable of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The external cable was returned to the manufacturer for analysis. The returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. Hardware analysis was unable to determine the cause of the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the camera cart was booting up, but getting stuck at unable to connect to server. The system had been on for about 5 minutes. Multiple reboots did not resolve the issue. The site swapped the cart to cart cable with another system and then it worked normally. No patient involved.